Manufacturer narrative:
(B)(4). Device evaluation: complaint device was returned for evaluation. Visual inspection at 10x microscope magnification was performed. The lens was observed cut in three portions. The condition observed in the lens and the way in which the cut is formed is consistent with a lens that has been cut due to the explant process. Reported complaint cannot be confirmed. The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. There is no deviation or non-conformity report for this complaint. A review of the complaints related to the production order was performed and the results revealed no other complaints for this order number. A historical complaint data review was performed and results did not identify any product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing record review, returned device analysis and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 intraocular lens (iol) was removed since it was not providing the vision the patient was expecting. No further information was provided.